Event description:
It was reported that the customer could not rewind the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test and rewinds properly. However, the device was unable to prime during the prime test as a result of a loose drive support disk.